Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11540, 3006705815-2019-03936. It was reported that the patient experienced an overstimulation sensation while moving an electrical appliance. Surgical intervention took place wherein both adapters and ipg were explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.